Event description:
It was reported that the anesthesia workstation failed pressure transducer test during system checkout. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the anesthesia machine failed at system check out (sco) - pressure transducer test. The received logs show that there were issues with failing pressure transducer test in sco. The data from test log show that fresh gas pressure transducer offset is out of range. The field service engineer successfully changed the fresh gas pressure transducer printed circuit board and performed a new sco without any issues. That can be confirmed in the provided logs. The faulty pressure transducer was then sent for further investigation a sco was done successful. Then a 72 hour long term testing with a test lung in our anesthesia laboratory where done without any issue. Without having been able to reproduce the reported issue, we could not determine any root-cause of the reported issue with failing pressure transducer test in sco.